Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twenty-five days of post deployment, computed tomography angiogram of chest with contrast showed that there was a filling defect identified in the right main pulmonary artery extended to the right middle lobe pulmonary arteries. No filling defect identified within the left pulmonary arteries. Around two years and one month later, computed tomography of chest showed that there were no new filling defects in the pulmonary arteries to suggest the presence of acute pulmonary embolism. Around seven months later, computed tomography of abdomen without intravenous contrast was performed and result showed that the apex of the filter was 2.3 cm below the renal vein origins. The filter was tilted left anterolaterally, approximately 10 degrees. However, the apex of the filter did not touch the wall of the inferior vena cava. There was a single strut perforated the wall of the inferior vena cava, left posterior laterally, 6 mm. There were no broken appendix tracks. There was no inferior vena cava stenosis. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,d4(expiry date: 04/2019),g2, g3,h6(patient, method, conclusion). H11: g1,h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.